Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon did not inflate and leaked. The surgeon decided to convert the procedure to an open procedure. No pt injury was reported. Pt went home fine.